Event description:
It was reported that the fluid warming device was alarming high temp early at 35 degrees c and is not calibrating. This issue was discovered during testing and there was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. The device was received device with no physical damage apparent. Functional testing of the device was unable to confirm or replicate the reported event. Device was on for more then 2 hrs and no high alarm was present. Device ran like normal. Root cause was unable to be determined as the reported event was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.